Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This writer attempted to contact the home patient (hp) on (B)(6) 2012. The hp was not available but the hp wife stated he is no longer doing pd treatment and has switched to hemodialysis because he was sick. She did not want to provide any further information. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and a system error 2367 alarm with the homechoice (hc) machine during fill 2. The technical service representative (tsr) explained the alarms and the hp stated a supply bag disconnected in fill 2 causing the alarm. The tsr had the hp discard the supplies and report the alarm to the nurse. Proper procedures were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.